Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an ec 110 did not occur. A review of the event history log revealed system error 110. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be broken motor nylon. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The customer reported problem 'shut off during infusion' could not be confirmed through the event history log. This reported symptom was missed during evaluation due to the gsp record not having the updated findings translated to it. The pump is no longer in its received condition the evaluation cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 110 (pic counts per cam error) and shut off during therapy (medication, dose, programmed amount and delivery rate unknown) in acute care. There was no report of patient injury or medical intervention associated with this event. No additional information is available.